Event description:
It was reported to medtronic minimed that the customer experienced occluded, no current code/category, prime/fill anomaly, rewind anomaly, no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-244a, mmt-332a, mmt-1715kr. Customer reported a past insulin flow blocked alarm. Customer reported receiving a pump error. No harm requiring medical intervention was reported. No product return is required for mmt-244a. No product return is required for mmt-332a. No product return is required for mmt-1715kr.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0869 inches. No unexpected insulin flow blocked alarms noted during testing. No lost setting anomaly, prime/fill anomaly and rewind anomaly noted during testing. Unit successfully downloaded to thus. Pump was cut to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. Confirmed pump alarmed insulin flow blocked alarm on 04/03/2024: 21:07:54.000 basal, 21:08:46.000 basal and 21:09:37.000 basal; in pump downloaded history. Motor was tested outside of unit and it passed. P-cap was attached and locked into place properly. The following were noted during visual inspection: corroded battery tube, scratched case, stained keypad overlay and pillowing keypad overlay. No unexpected insulin flow blocked alarms noted during testing. Unexpected insulin flow blocked alarm was not confirmed. Prime/fill anomaly was not confirmed. Rewind anomaly was not confirmed. No current code/category was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.